Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-01515 / 01516).

Event description:
Patient underwent a right hip revision approximately six months post-implantation due to loosening of the acetabular cup.

Event description:
It was reported patient underwent an initial right hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to loose cup. During the revision surgery, the liner would not seat in the cup and was removed. Another liner was used to complete the procedure.